Manufacturer narrative:
Lot #, serial #: lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Device evaluated by MFR: the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Manufacture date: lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a novasure endometrial ablation a laparoscopic tubal using a manipulator was performed. During the ablation the physician was having trouble opening the array and then was unable to pass the cavity integrity assessment (cia) test. "He then scoped the patient and noticed a small perforation in the uterus." The initial laparoscopic incisions were used and the fluid was suctioned from the patient's abdomen. The physician applied pressure to the area and felt the bleeding was minimal and no further treatment was given. No further information was provided.